Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient expired for unknown/unreported reason. The patient's husband is requesting an evaluation to determine if vns was a cause or contributing factor in her death. Follow up communication obtained the death certificate, the cause of death on death certificate states : cause of death anoxic brain injury, seizure, epilepsy. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The physician has reported that the cause of death is multiple organ failure, renal failure, refractory septic shock, interstitial nephritis, liver failure. The believed relationship between vns system and cause of death is not related. Device evaluation is not necessary as the event has been determined not related to vns therapy. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.